Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had developed infection. It was also reported that the patient had methicillin resistant staphylococcus aureus (mrsa) infection. As per additional information received from the field representative indicates that the device was abandoned including the leads. There were no additional adverse patient effects reported. The pacemaker was abandoned surgically.